Manufacturer narrative:
The manufacturer previously reported in section b4: date of this report as 02/03/2021. The correct date for section b4: date of this report is 02/10/2021.

Event description:
The manufacturer received information alleging a patient lit a cigarette while using an everflo oxygen concentrator. The patient suffered minor burn to the face. It is unknown if medical treatment was required by the patient. The device is not returning to the manufacturer for evaluation. There is no allegation of device malfunction. The durable medical equipment (dme) supplier tested the device and confirmed the device operated to design specifications. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use.